Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon reported to us the clip was stuck within the device jaws. The surgeon succeeded with same like product. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Anti-backup failure, malformed clip, damaged ratchet pawl. Eval summary - the analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due the antibackup feature was non-functional two clips partially formed were fed. The remaining three clips were conforming according to mfg specs. This finding is not related to the event reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the mfg process.